Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: an investigation of the returned used device found the radiopaque band as well as the sheath manufactured according to specifications and consequently the exact reason for the reported difficulties in seeing the radiopaque band under fluoroscopy cannot be determined. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was advanced from right jugular vein to the lesion of ivc. While the physician was considering the position of the filter, he felt that the radiopaque marker was slightly difficult to see under fluoroscopy. Then, he wanted to adjust the position of the filter, however, he already released the filter by detached the filter hook. So, he used the snare to retrieve the filter. Since it was suspected the damage of the filter, another device of same rpn was used instead to complete the procedure. Patient outcome: no adverse effect to the patient reported.